Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to atrophy and recurring incontinence. During the replacement surgery, patient's urethra measured 7 cm, however the longest cuff size at the moment was 6 cm. The measuring cuff sizer was implanted around the urethra until (B)(6) 2019 when larger cuff can be shipped into account and therefore implanted in the patient. There is no information of the previous implant since it was implanted in other hospital. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Patient successfully reimplanted with a new aus on (B)(6) 2019. There were no further patient complications.